Event description:
A (B)(6) male pt contacted zoll customer support to report that when he powers up his device, it says there is a problem. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (problem with device upon powering on) has been confirmed. The cause of the problem is a damaged trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.